Event description:
It was reported that the patient with this pacemaker system visited the emergency room (ER) due to palpitations. An echocardiogram (ECG) was performed, and the health care professional (hcp) called technical services (ts) and requested consult evaluation of device operation. It was noted that the ECG results showed the patient heart rate to be in the 50 beats per minute (bpm) range. Ts reviewed the stored device data and discussed possible causes with the hcp. Subsequently, the patient visited the device clinic for a follow up visit. The pacemaker was interrogated and found to be in safety mode. The an emergent device replacement procedure was performed. The pacemaker was explanted and replaced with a new device. No additional adverse patient effects were reported.